Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 5 devices were received for evaluation. 2 events were duplicated during testing. The reported event was not duplicated for 3 devices; the devices were found to be outside specifications for the reported event. 3 devices were found to be affected for internal corrosion. 1 device was affected by worn components. 1 device was affected by worn, damaged and corroded components. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 2 events had patient involvement with no patient impact. 3 reported events had no patient involvement or patient impact. 1 event had no known patient involvement; no known patient impact.